Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va08qx0, product type: lead. Product ID: 3888-45, lot# va0 8qx0, product type: lead. Product ID: 3888-33, lot# va04sr3, product type: lead. Product ID: 3888, lot# va468717, product type: lead. Product ID: 3708220, lot# nkb018761v, product type: extension. Product ID: 3708220, lot# nkb017410v, product type: extension. Product ID: neu_unknown_prog, lot# unknown, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported the patient¿s system was explanted without replacement. The system was not replaced because the patient was unable to operate the programmer. Additional information received 12 days later reported the patient was doing fine and her progress noted she recovered from the surgery. Additional information received reported that the reason the device was explanted was because the patient wanted that device removed. It was noted that there was no malfunction with the device. It was noted that the device was explanted because the patient expressed frustration on how to use the device along with discomfort with the battery placement. It was noted that the patient then requested that the device be removed. Additional information received reported that the device was explanted due to patient frustration on device use and discomfort of the battery placement. It was noted that the patient requested a battery revision first then requested the explant. It was noted that there were no signs of infections. It was noted that the device was explanted without replacement.